Event description:
It was reported that during an unknown time, on an unknown date, the unit was set to take a graft at 7/1000 inch but took a full graft, then it came back in line to 7/1000. Theatres sent directlyto uniplex awaiting unit to come back from them. It is unknown the patient impact or if a delay occurred. Due diligence is complete as no further information is available.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in united kingdom. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.